Event description:
Dr implanted the graft in the pt's leg and closed. A few hours later the pt experienced swelling along the entire area. The dr reopened the wound and noticed the filtration of blood through the graft wall at various points. The graft was removed.